Event description:
The reporter stated that the up arrow and down arrow keypad buttons have been intermittently unresponsive for a month. She stated that the patient wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump keypad cover was missing. During testing, the up, down, and ok buttons were under responsive to presses and the contrast button contact was missing. Contamination was observed around all of the button contacts.